Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 340 mg/dl while using the ilet after not changing the infusion set for four days and being without a cgm sensor for several hours before starting a new sensor, during which the pump was attempting to catch up; education and troubleshooting were provided, including a recommendation to replace the infusion set. Symptoms included high blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and user-related factors, including delayed infusion set change and a sensor gap with subsequent sensor warm-up and algorithm recovery, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.